Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the loading was pinching the trailing haptic where it meets the optic and was partially amputated, the plunger seemed to pin the optic haptic junction and halfway amputated it. No further information available.

Manufacturer narrative:
The sample was not received at the manufacturing site for evaluation for the report of loading is pinching the trailing haptic and it is partially imputed; therefore, the condition of the product could not be verified. Photos are attached to the parent file and have been reviewed by the investigation site. The photos are only partial photos and no specific details can be seen. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).